Event description:
It was reported that a 28mm amplatzer amulet was implanted on (B)(6) 2022. The patient had cerebrovascular accident (cva), slurred speech, and seizures. It is unknown what caused the slurred speech or seizures. No obvious neurological deficits were observed. No procedural issues were noted. The patient was hemodynamically stable throughout the procedure. Post procedure imaging revealed a small leak around the amulet lobe less than 5mm. No intervention performed. Patient was prescribed novel oral anticoagulant (noac). Patient status is stable.

Manufacturer narrative:
An event of cerebrovascular accident, slurred speech, and seizures was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.